Event description:
Patient reported with acute inflammatory reaction in the bilateral knees injected with synvisc one - 6ml preparation. Joint synovial fluid had to be aspirated, cortisone injected and patient improved significantly in a week. The synovial fluid showed an inflammatory reaction but no crystals or infections. Dose or amount: one vial. Frequency: once every six months. Route: intra-aortic. Dates of use: 2009. Diagnosis or reason for use: osteoarthritis.